Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the device deployed scissored clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The replication of clip formations, the most common way a scissored clip occurs is when external forces get applied to the clip and jaws during the firing stroke. There are basically two ways this formation can happen: rotational torque placed on the clip jaws during the firing stroke can cause one of the clip legs to jump out of the clip track that is on each jaw half. The clip track is a small slot on the forming surface of each jaw half. The intent of the track is to help keep the clip legs in alignment with each other during formation. Hence when the clip legs get out of alignment during firing they cross or scissor. Most common causes are inadvertently rolling the jaws for better visualization during firing. Excessive downward and backward pressure on one of the jaws halves during firing. These types of forces do not allow the clip leg experiencing the force to move as it is being formed. Hence the opposite leg tries to allow the movement and gets pulled out of the clip track. When this happens the clip legs are not in alignment so they cross or scissor as the jaws continue to close. Visualization during firing can cause an unintended force to push the clip down against the jaws. In most cases the user inadvertently influences the clip formation. The scissored clip is one of the common malformed shapes, and typically is the interaction of both of the ways crossed or scissored clips are formed outlined above. Conclusion: the photographic evidence which includes properly formed clips, and the replication of the crossed leg or scissored shaped clips. The subject clip formations were the result of inadvertent forces either downward and/or rotational placed on the clip applier jaws during the firing stroke.